Manufacturer narrative:
The following was returned by the customer for complaint investigation: one used list#: (B)(4) primary plum set attached to a bag spike adapter with spiros. No damage or anomalies noted on the returned device. The set was leak tested per specification and no leakage was observed. The complaint cannot be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9: date returned to mfg: 01apr2024.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, polyethylene lined tubing, secure lock, 225 cm. The reporter stated that, during a patient's chemotherapy infusion (saline pre treatment flush), there was moisture around the device filter from the small vent holes. Initially, they thought it might just be condensation but on further investigation it was found to be leaking very small amounts. The line was completely changed and re challenged with another fluid flush and this one was acceptable. There was no serious injury, no blood loss, no unprotected chemo exposure, no adverse operator consequences and no medical/surgical intervention required. An unspecified delay in critical therapy was reported. The device was changed out/replaced with no further problems encountered. The product was stored flat in a box at the facility. It is delivered in (or transferred to) a pull out draw, again stored flat. The draw is within a medical trolley and clear plastic. The leaked solution was not chemotherapy, rather the leak was noticed while the saline flush was occurring at the start of treatment.